Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height drawers 6 and 7 were not detected on bus. A field service engineer replaced the controller boards on both drawers, they still failed to appear, and the firmware update attempts were unsuccessful, indicating the issue did not appear to be hardware related. The fse engaged customer support specialist (csc) for further support, and the station firmware was subsequently updated to resolve the failed full height drawer detection. The fse remoted into the system while customer assisted onsite with reassigning the drawers following the firmware update. All drawers became functional, and final testing confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user selected the recover storage space message and immediately afterward, the machine blacked out, and multiple drawers displayed an error stating device not detected on bus. The system then rebooted on its own, after which a prompt appeared instructing the user to recover all items on the machine. However, after completing the recovery process, the issue did not clear, preventing the user from performing the inventory count. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.